Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, after removing the delivery system, the capsule was found in the esophagus. Another capsule was placed normally. The patient was not injured following the procedure.